Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Death is a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Bleeding is a known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Multi-organ failure is a known potential clinical adverse event associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events of these types are multifactorial and may be associated with poor post-operative (implant) outcomes. In many cases patients exhibit symptoms of severe multi organ failure prior to death; it may be unclear which one of the failing organs was the principal cause of death or if death was the result of the interaction of the failure of several organs. With a review of the available information there were no device malfunctions or performance issues that would impact the event. Though the root cause of the reported event cannot be conclusively determined, clinical factors that may have contributed to the patient's outcome related to the event are multifactorial and may be attributed to medical treatment, progression of disease, and patient comorbidities. In many cases, it may be unclear which one of the failing organs was the principal cause of death or if death was the result of the interaction of the failure of several organs. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Pump remains implanted.

Event description:
It was reported that while the patient was undergoing a device exchange from a competitor's pump to the left ventricular assist device, the patient had significant bleeding and coagulopathy during separation from cardiopulmonary bypass. The patient received blood transfusions but developed acute right ventricular systolic heart failure which required emergent reinstitution of cardiopulmonary bypass followed by placement on veno-arterial extracorporeal membrane oxygenation (va ECMO) the patient's chest was left open and the patient required intubation and sedation and eventually continuous renal replacement therapy (crrt). During the time, the patient required multiple vasoactive infusions and went into multi-system organ failure. The patient never recovered and the family moved to care measures with fentanyl, ativan and other palliative care measures with the patient's wishes. There was no reported dysfunction of the pump supporting the left ventricle (lvad) and the medical team reports that the death is not device-related.